Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the united states reported discrepant results were generated while using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. The customer is alleging a high number of questioned results and invalids while running the cobas® sars-cov-2 & influenza a/b nucleic acid assay across multiple liat analyzers. Fourteen (14) patient samples tested on 3 different liat analyzers generated false positive results. Accordingly, fourteen (14) mdrs, one per each false positive patient sample, will be filed per FDA guidance. The customer stated repeat testing was performed for each triple positive sample using the same sample. All repeat testing generated negative results for all targets. The customer further stated repeat testing was sometimes performed for flu b positive only samples and dual positive flu a and b samples depending on clinical presentation of patient. Per the customer workflow, results are not released to the patient unless repeat testing confirmed the positive result. There is no allegation of harm. The sample was collected sing 3ml utm-rt (catalog number 220531, expiration date: 4/2022) and stored at 2-8 degrees celsius. An investigation was conducted to evaluate the customer issue.